Manufacturer narrative:
Product ID, 7495lz25 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID, 7434a lot# serial# (B)(4), implanted: 2003 (B)(6), product type programmer, patient product ID, 3587a lot# la8342, implanted: 2003 (B)(6), product type lead. (B)(4).

Event description:
Follow up information received reported that the manufacturer's representative met the patient one time (date not provided) at which time they tried to reprogram them but was unsuccessful. When the representative left the clinic the patient still felt the stimulation in their chest. No further information was able to be obtained regarding the shocking sensation. It was noted that the patient was going to try to find another physician to see. If additional information is received, a follow up report will be sent.

Event description:
Upon further review, it was stated that the patient never had a seizure but it just got really strong.

Event description:
It was reported that during a past programming session for the implantable neurostimulator (ins) performed in omaha "several years ago" the patient experienced a seizure-like event. Further discussion with the patient confirmed that they did not have a medical seizure per se but that it felt like a seizure. It was also reported that the patient felt shocking and became "tight everywhere" and bit their tongue. It was noted that the patient used low settings on the ins system. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).